Event description:
During a scs trial procedure it was reported the physician was unable to advance the lead due to scar tissue. The trial procedure was abandoned. Note two leads from the same lot number were attempted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.